Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke, and a fragment fell inside the patient while the surgeon was grasping tissue. The surgeon suspected it may have been a quality issue. The fragment was successfully retrieved by the assistant using another instrument, and visual confirmation ensured that no fragments remained inside the patient. The procedure was completed robotically using a backup harmonic ace instrument, and there were no post-surgical complications reported. No additional surgical procedure was required, and no post-operative testing was performed.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.408" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.